Event description:
In 2008, a reporter/layperson (patient's boyfriend) alleged that the patient/layperson's onetouch ultra meter was powering off during use. The patient had not changed the battery and did not have a new battery for the customer care advocate, cca, to troubleshoot; hence, the meter and strips were replaced. This senior medical affairs specialist obtained additional information from the reporter on 11/06/08 regarding an alleged hospitalization after the reported issue began. The reporter alleged the following: the issue began two weeks prior to the reporter's call. Because the patient was unable to test, she did not take her humulin r, the insulin that is based upon her blood glucose results. The patient did, however, continue taking the before-breakfast 65 units of humulin n. On an unrecalled day during the week of of the event, the patient "fainted" at home. Allegedly, she had no symptoms prior. The reporter stated, "she could have been high or low." The reporter called emt. Although the patient was awake when emt arrived, he does not believe emt tested her blood glucose or treated her. Emt did transport the patient to the ER where the reporter believes she was given insulin. Although he did not know the blood glucose result at the hospital where the patient remained for "3-4 days to check her out," he had informed the cca that the result(s) "were high." Because the reporter had stated that the patient was treated by a health care professional and treated for hyperglycemia while unable to use the meter, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.